Event description:
It was reported that the pt underwent a hip arthroscopy procedure where the physician used a multivac 50 xl, integrated cable wand. Approximately one hour into the procedure the physician had discovered that the metal piece located at the distal end of the wand was missing. The physician was unclear as to whether the detachment occurred inside or outside the pt's body. An x-ray of the surgical site was performed but no device fragment could be located. There are no plans for a second procedure to locate the device fragment. No pt complications were reported as a result of this event.